Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the customer for the occlusion alarm. In troubleshooting blockage is found in the tubing. No further information was available.